Event description:
It was reported that the customer experienced a malfunction on their pump, identified by the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use a backup insulin pump to ensure continuous insulin delivery. Tandem technical support arranged for a replacement pump to be sent and instructed the customer on how to return the faulty pump, ensuring the customer was aware of programming the new pump with their settings and connecting their cgm.